Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a difference between sensor glucose and blood glucose values. The customer received a bolus treatment. The event involved product(s) mmt-1880l, mmt-7020a, mmt-332a, unomedical. Troubleshooting was performed for sensor glucose and blood glucose, and the customer reported that the insulin delivery was not suspended. The blood glucose value was 469 mg/dl, and the sensor glucose value was 150 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for sensor alerts, and the customer received a change sensor and sensor updating alert. No further patient complications were reported. No product return is required for mmt-1880l. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, change sensor/bad sensor, sensor glucose vs. Blood glucose, sensor updating/sg not available. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer was experiencing sensor updating alerts before he saw the large difference between the sg and bg readings document treatment for high bg: customer delivered a bolus with his pump other than insulin, indicate medications taken to treat diabetes: none taken document type of diabetes: not verified. The event involved product(s) mmt-1880l, mmt-7020a, mmt-332a, unomedical. Customer has been using the insulin pump system within 48hrs of reported high bg event but auto mode/smartguard feature was not active. Customer received change sensor alert but was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer is reporting a discrepancy between sg and bg. Blood glucose value was 469 mg/dl while sensor glucose value was 150 mg/dl customer declined to test pump. The customer advised of the common contributing factors for sensor reading inaccuracy including non-optimal insertion, site location, and timing of bg entries. No further patient complications were reported. No product return is required for mmt-1880l. No product return is required for mmt-7020a. Product return requested for mmt-332a. Customer declined to return, or is unable to return. No product return is required for unomedical.